Manufacturer narrative:
The field service engineer (fse) performed the following during his service visits: checked the wash stations, wash reactions, and cell blank; replaced the reagent and sample probes, gear pump head, bypass valve, and heat cut filter; readjusted the ultrasonic mixer; and replaced solenoid valves and the detergent mixer. Reagent issues were excluded as a correct rerun was performed with the same reagent. The investigation determined the event was consistent with a hardware-related issue. After service, the customer reported no further issues. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The crea2 reagent lot number is 779375. The expiration date was not provided. The calcium gen. 2 reagent lot number is 744185. The expiration date was not provided. The investigation is ongoing.

Event description:
The initial reporter received questionable crep2 (creatinine) and ca2 calcium gen.2 results from three patient samples tested on the cobas 8000 c702 module. On (B)(6) 2024: sample 1 the initial creatinine plus ver.2 result was 379 ¿mol/l. The first repeat result was 86 ¿mol/l. The second repeat result was 87¿mol/l. Sample 2 the initial creatinine plus ver.2 result was 2593 ¿mol/l. The first repeat result was 311 ¿mol/l. The second repeat result was 318 ¿mol/l. On (B)(6) 2024: sample 3 the initial calcium gen. 2 result was 0.235 mmol/l. The repeat result was 2.373 mmol/l.